Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, however, due to the observed plug leakage, it is likely that moisture entered the devise causing damage to the scope connector internal board, resulting in image loss. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to a defective distal end insertion unit. In addition, evaluation found the plug unit had leakage, the switches were worn and the light guide bundles were damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope had no image. The issue occurred when preparing the scope for use for an unknown diagnostic procedure. The patient was not under sedation. The procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.